Manufacturer narrative:
No specific action is required. Judgement of the flexion gap balancing is always done intraoperatively and with preoperative planning with every surgery. The size of the insert is chosen during the surgery to best match the patient's anatomy and ligament balancing. Appropriate sizing is always done based on judgement. So no specific action is needed except to provide surgeons with continuous training best to choose the correct size insert as per the labeling.

Event description:
Patient described having residual pain not improving with physical therapy and knee bracing with a mild mid flexion gap instability on physical exam which can occur with knee replacements and usually resolve over time. Her pain persisted with increasing episodes of instability. Aspiration of the knee was performed to rule out infection, and all lab results were negative and ruled out infection. She eventually was indicated for a revision total knee surgery with polyethylene exchange to a larger insert with retention of the femoral and tibial components, which improved her symptoms.